Manufacturer narrative:
Reported complaint of user advisory 8 (motor controller fault detected) was verified. Motor controller board was replaced, which cleared the user advisory 8 notice. Platform passed functional and final tests. No adverse event reported.

Event description:
It was reported that user advisory 8 was indicated and that it would not clear. No adverse event reported.